Manufacturer narrative:
The valve was not returned; therefore a visual inspection, functional testing, dimensional testing or imaging evaluation was not performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review was not performed. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The IFU for commander delivery system with s3 thv was reviewed. No IFU/training deficiencies were identified. As the complaint for post implantation stenosis was unable to be confirmed, a complaint history review and lot history review was not performed a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post implantation stenosis was unable to be confirmed as imagery/medical report was not provided for evaluation. A review of DHR did not reveal any indication that a manufacturing nonconformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The complaint for post-implantation stenosis was unable to be confirmed due to unavailability of medical record and relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, the valve failed due to stenosis 4rs 10m post implant; presented with heart failure and reduced ef. Approximately 4 yrs post implant, patient had endocarditis, however, patient always had negative blood cultures and was treated for the endocarditis. In this case, the patient was diagnosed with endocarditis. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and ma require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection that occurs elsewhere in the body and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In bloodstream, endocarditis can multiply and spread across the inner lining of your heart (endocardium). The endocardium becomes inflamed, causing damage to heart valves/leaflets, resulting in obstruction blood flow with increased gradients and stenosis. As such, available information suggests that patient factors (endocarditis) may have contributed to the complaint event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
Device remains in patient investigation is ongoing h3 other text : device remains implanted.

Event description:
As reported, the valve failed due to stenosis 4yrs 10months post implant; patient was presented with heart failure and reduced ef. Patient always had negative blood cultures and was treated for endocarditis ~4yrs post implant. A valve in valve procedure was completed to treat the patient.